Event description:
Customer reported that the collimator close and would not open back up. Stephen also reported that he received grainy images during a case in 2007, and called for service that day on the same day. The problem occurred with pt on the table and under anesthesia. The system worked after reboot.

Manufacturer narrative:
Gehc surgery service personnel replaced ffb and image processor. Unit gives x-ray diable error. Flash memory 7 times. Reseated ffb and image processor twice, and loaded software.